Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "a couple of days after (B)(6) 2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the 5th day of wear with a adc freestyle libre sensor and being unable to obtain readings. Customer reported experiencing dizziness and was able to receive treatment of IV insulin for hyperglycemia in addition to blood pressure medication from hcp. During visit with hcp, customer received lab results of 410 mg/dl and when admitted and 200 mg/dl when discharged. There was no report of death or permanent impairment associated with this event.